Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was extracted using approved software, and extraction was successful. Log file review and analysis concluded that the sensor terminated off body with data quality errors found throughout the historical data. Data quality errors are not customer facing and occurs to protect the user from unreliable glucose values by not presenting the values to the user. These indicate brief physiological issues (such as rapidly changing glucose due to food or exercise) that are not indicative of a product failure since the sensor was able to recover and continue to provide accurate glucose results. The returned reader was investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba), no issue was observed. The battery voltage was measured to be within specifications. Performed a source measure unit (smu) test which indicated no accuracy issues with the puck. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. The sensor passed functionality testing which indicates that the data quality errors observed did not have an impact on the sensor¿s functionality and electronics, therefore no malfunction or product deficiency was identified. This issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed.the dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "signal loss" error message was reported with the adc device. The customer was therefore unable to obtain sensor readings. As a result, the customer experienced a loss of consciousness and was administered unspecified treatment by a non-hcp third-party. No further treatment was indicated. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "signal loss" error message was reported with the adc device. The customer was therefore unable to obtain sensor readings. As a result, the customer experienced a loss of consciousness and was administered unspecified treatment by a non-hcp third-party. No further treatment was indicated. There was no report of death or permanent injury associated with this event.